Manufacturer narrative:
The customer did not retain the finished goods lot number, device history records and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. (B)(4).

Event description:
A doctor reported that the trocars break and leak during the procedure. The procedure was completed without replaced the product. No patient harm reported. No sample or further information expected.